Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported skin irritation at the pod application site, described as redness and a burn-like appearance. The patient sought medical attention on (B)(6) 2026 while wearing the pod and was diagnosed with irritation. Treatment with prescription tevacutan/tevaderm ointment was provided. Blood glucose levels were not impacted.